Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information requested but, no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
It was reported that the aquacel dressing came off during wear. The patient has a pressure ulcer on his heel and the aquacel was used as a treatment to the pressure ulcer. Prior to application; his heal was cleaned with saline and dressing was applied. After 10 minutes of wear, the dressing was flapping off his foot while he was mobilizing. To secure the dressing a bandage was used to adhere the dressing to the heel of the patient. It was also reported that the patient did not wear slipper or socks while he wore the dressing and prefers to walk round bare footed.